Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2020. Reportedly, the patient was hospitalized on (B)(6) 2021 for a pocket erosion. The pacing system was explanted on (B)(6) 2021 due to infection, possibly due to the pocket erosion. The patient will be discharged without any special treatment because his intrinsic rhythm is measured at 50 bpm in both the atrium and the ventricle. It is not decided about future pacemaker implantation plan.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2020. Reportedly, the patient was hospitalized on (B)(6) 2021 for a pocket erosion. The pacing system was explanted on (B)(6) 2021 due to infection, possibly due to the pocket erosion. The patient will be discharged without any special treatment because his intrinsic rhythm is measured at 50 bpm in both the atrium and the ventricle. It is not decided about future pacemaker implantation plan.